Event description:
Related manufacturing reference number: (B)(4). New information received indicated that the lp was unable to be interrogated due to the dislodgement. It was eventually noted the lp was undersensing but the threshold was unable to be assessed because the lp was no longer in the heart.

Event description:
It was reported that the patient presented for follow-up one day post implant. A computed tomography (CT) scan was performed and confirmed the atrial leadless pacemaker (lp) dislodged and was lodged in the right renal vein. The lp was explanted but not replaced. The patient was stable.